Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness. Troubleshooting was done but not completed. No additional information was provided.